Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, within 10 minutes the unit could not hold pressure due to a leak and balloon damage was noted. As setting up for decannulation/reintubation, the patient coded and did not survive.